Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the failure of the scope socket was likely due to the amount of use and age of the device (over 5 years), creating wear of the scope socket by the repeated attaching and detaching of the scope. Proper handling of the device is addressed in the instructions for use (IFU): "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty scope socket.

Event description:
A user facility reported to olympus that the image appeared with lines or noise on the screen and sometimes the image was "blinking." The problem, as reported to olympus occurred during a diagnostic procedure. There was no patient injury or harm, associated with the problem, reported to olympus.